Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the qb board failure which occurred poor image output. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc concluded there was the possibility this phenomenon was attributed to the qb board failure of the subject device. The cause of the qb board failure could not be identified because the subject device was not sent. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed during the preparation for use. At that time, only the power indicator of the subject device was lit on, but the menu button of the subject device was not lit and the image on the subject device was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.